Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer experienced hypoglycemia as well as hyperglycemia. The customer blood glucose level was 336 mg/dl at the time of incident. Customer other blood glucose level was 179 mg/dl and 51 mg/dl. Customer offered to troubleshoot the insulin pump for high blood glucose and low blood glucose went over sensor and auto mode impacting her blood glucose and insulin delivery. The customer was treated with insulin pump for high blood glucose. Customer stated that she felt blood glucose was low but did not get any warnings. Customer was running higher and did have gastroparesis. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer reported insulin pump was not worn during a medical procedure or test around a magnetic resonance image. Customer did not alleging insulin pump was over delivering and under delivering. The insulin pump will not be returned for analysis.